Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Rotating head came off the brush in mouth, there was a tiny rod in the sink afterwards [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via e-mail on 27-sep-2016 that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the rotating head of the oral-b brushhead, version unknown came off the brush in his mouth. He reported there was a tiny rod in the sink afterwards, but it disappeared down the drain. He stated he still had the other bits of the product. No symptoms developed. 02-oct-2016 consumer follow-up e-mail: the consumer reported the concomitant toothbrush used was oral-b power rechargeable toothbrush handle professional care (type 3756). No symptoms developed.